Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) exhibited a setscrew issue as the lead could not be screwed in and took too many turns to engage. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.